Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge of 544233 hemolok ml clips 3/cart 42/box for investigation. The returned sample was visually examined with and without magnification. Visual examination revealed that the cartridge contained a broken clip and no intact clips remaining. The broken clip was broken in half at the hinge. Only the pierced boss half of the clip was returned. The clips breaking at the hinge was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The device history review for the product hemolok ml clips 3/cart 42/box lot# 73k2200128 investigation did not show issues related to the complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned broken clip was broken at the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. The reported complaint of broken/detached parts - clip - hinge was confirmed based upon the sample received. A cartridge was returned with a clip broken in half at the hinge. The clip breaking at the hinge was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the clip was found broken when the kit was opened; another clip was used.